Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, broken plug strap and opening shell. Microscopic analysis was performed which identified: crease smooth opening on radius, posterior and anterior, crease sharp on posterior, broken sharp on plug strap and calcification approx. 5% the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius, posterior and anterior assessed as fold flaw opening. An opening crease sharp on radius assessed as fold flaw opening. A sharp pattern on plug strap of broken device assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b5,d6b,d9,h3,h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and deflation. Device remains implanted.